Manufacturer narrative:
Updated fields - b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields - b5, h6 (medical device ¿ problem code). A getinge filed service engineer (fse) evaluated the unit and replaced a new drive manifold. All functional and safety test performed.

Event description:
It was reported that during a corrective of action the cardiosave intra-aortic balloon pump (iabp) drive manifold failed. There was no patient harm or injury reported.

Manufacturer narrative:
Updated field- b4,g3, g6, h2. Corrected field- h11. A getinge filed service engineer (fse) evaluated the unit and replaced a new drive manifold (0997-00-0565). Additional gfe's has been sent for additional information, if any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) where the manifold was replaced due to corrective action. There was no indication of actual or potential harm or death.

Manufacturer narrative:
Due to characters limitations, e1 (event site name) is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.